Manufacturer narrative:
Information received from follow up obtained from event with regulatory report: 2182208-2017-01043. Referenced article: impact of substrate modification by catheter ablation on implantable cardioverter-defibrillator interventions in patients with unstable ventricular arrhythmias and coronary artery disease: results from the multicenter randomized controlled sms (substrate modification study). Circulation: arrhythmia and electrophysiology. 2017; 10(3).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Follow up information was received which indicated one patient experienced lead perforation. It was noted that the perforation went through the skin near the suture sleeve at the subclavian vein. A lead revision was performed. The lead remains in use. The patient was enrolled in the substrate modification study. No further patient complications have been reported as a result of this event.